Event description:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis, morbid obesity, osteoarthritis of the hip and ankle, degenerative joint disease, non-insulin dependent diabetes mellitus, hypercholesterolemia, hyperlipidemia, gout, obstructive sleep apnea, asthma, hysterectomy, and depression. The filter was implanted prior to gastric by-pass procedure. The filter was deployed via the patient's right femoral vein. It was placed at the l2 level in an infra-renal position. There were no reported complications of the filter placement. The patient tolerated the procedure well.   Additional information received per the patient profile form (ppf) states that the patient experienced inferior vena cava (ivc) perforation, blood clots, clotting and/or occlusion of the ivc, deep vein thrombosis (dvt) extending from the suprarenal ivc filter to the bilateral calves, mispositioning of the filter, pain, worry and anxiety.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, a5, b1, b3, b4, b5, b6, b7, d1, d4, d11, g3, g4, g7, h1, h2, h4 and h6. As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of deep vein thrombosis (dvt), morbid obesity, osteoarthritis of the hip and ankle, degenerative joint disease, non-insulin dependent diabetes mellitus, hypercholesterolemia, hyperlipidemia, gout, obstructive sleep apnea, asthma, hysterectomy, and depression. The indication for the filter placement was reported to be the patient¿s high risk for pulmonary embolism (pe) prior to gastric bypass surgery. The filter was implanted via the right femoral vein and placed in an infrarenal position. The patient is reported to have tolerated the procedure well and without complications. More than eleven years after the filter implantation, the patient became aware that the filter was mispositioned and had perforated the wall of the inferior vena cava (ivc). In addition, the patient experienced dvt (extending from the suprarenal ivc to the bilateral calves), perforation of the ivc, blood clots, clotting and/or occlusion of the ivc. The patient further reported having experienced mental anguish, pain, worry and anxiety associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Stenosis, blood clots, clotting, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, physical and emotional damages from the filter perforating the wall of the ivc and extensive dvt. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Dvt and thrombosis within the vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, physical and emotional damages from the filter perforating the wall of the ivc and extensive dvt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.